Event description:
After insertion, the catheter functioned normally until the 4th day. The monitor abruptly indicatedthe brain oxygen level was at 0 independently from the pt's condition. Everything was back to normal once the catheter was replaced. No pt injury was reported.